Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: hospital: [name]. "The surgeon was using the bag to retrieve the gall bladder out of the patient. After deploying the bag, the surgeon was removing it out of the patient while opening it to debulk it using the forceps to reduce the size when the bag got punctured from the lower part. No clinical impact on the patient as a result of the event. The surgeon continued removing the gall bladder without the bag and used the suction irrigation system to remove the bile from the abdominal cavity. " intervention: the surgeon continued removing the gall bladder without the bag and used the suction irrigation system to remove the bile from the abdominal cavity. Patient status: no clinical impact on the patient as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of holes on the medial portion of the bag and a cut near the tip of the bag. No missing material was observed. Based on the condition of the returned unit and the description of the event, it is likely that a sharp instrument or object came into contact with the specimen bag, causing the bag to tear and fragment. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lap cholecystectomy. Event description: hospital: [name]. "The surgeon was using the bag to retrieve the gall bladder out of the patient. After deploying the bag, the surgeon was removing it out of the patient while opening it to debulk it using the forceps to reduce the size when the bag got punctured from the lower part. No clinical impact on the patient as a result of the event. The surgeon continued removing the gall bladder without the bag and used the suction irrigation system to remove the bile from the abdominal cavity. " additional information received from the field team through email on september 25, 2024: "regarding your question below, yes, the bead was removed after the bag was removed from the patient". Intervention: the surgeon continued removing the gall bladder without the bag and used the suction irrigation system to remove the bile from the abdominal cavity. Patient status: no clinical impact on the patient as a result of the event.